Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the tubing and the customer's blood glucose (bg) was elevated (400 mg/dl). Customer delivered a bolus to address elevated bg. Air bubbles were removed by filling the tubing with insulin. The following day, customer reported that bg remained elevated (499 mg/dl). Customer delivered a bolus and changed the infusion site to address the issue. Reportedly, customer's endocrinologist advised customer to change basal rate recently as customer began birth control. No alerts or alarms were found in pump history. System check was performed and no issues were identified.